Event description:
It was reported that during a percutaneous coronary intervention procedure, catheter removal difficulties occurred. The 100% stenosed target lesion was located in the moderately tortuous mid left anterior descending artery (lad). The physician dilated the lesion with a 1.5x20mm apex flex over-the-wire balloon three times to 10atms. The physician then attempted to exchange the balloon by using the 'nanto technique" which was reported to be an over-the-wire balloon exchange method with a regular-length guide wire, but the balloon was unable to be removed outside the patient's body. The physician then removed the apex device along with the guide wire and it was noted that the physician felt resistance. It was noted that the physician did not experience any deflation difficulties and the balloon was fully deflated and intact when it was removed. No patient complications were reported. This product is only ous approved, but is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be competed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.